Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to an open fuse f600 on the computer/analog board. The cause of the open fuse was contamination. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor won't power on.